Event description:
It was reported that, this pacemaker exhibited t wave oversensing on the right ventricular (rv) channel. The field representative noted that the sensing was changed from automatic gain control (agc) to fixed and rv set to 3 mv. The technical services (ts) discussed about measuring the height of signal in the stored electrogram (egm) to see how high the t wave was. This would then allow for determining if the change will be effective. Ts discussed that this scenario could be patient related and depending on the height of the t wave, even foxed sensing at nominal of 2.5 might have had the t wave oversensing. This pacemaker was successfully reprogrammed and remains in service. No adverse patient effects were reported.